Event description:
Information received indicates the brake will set but not hold.

Manufacturer narrative:
The technician found the brake/steer system was very sloppy due to age. He replaced the casters, bushings and bearings to repair the bed.